Manufacturer narrative:
The root cause of the reported event cannot be conclusively determined; however, the most likely root cause is the patient's recent head injury, anticoagulation therapy and comorbidities. There are patient, procedural, and pharmacological factors may have contributed to this event. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was admitted to the hospital for a head bleed. The patient reported hitting his head in a car accident a week prior. A ventriculostomy was performed. The patient was last reported to be discharged and doing "ok".